Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the trailing haptic tore off. The incision was enlarged and the lens was cut into pieces to remove. Another lens was implanted and sutures were required to close the incision.

Manufacturer narrative:
No lens returned in the unit box.